Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto¿ ivd biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(4) to english: liquid drips from the tip of the sit, and the wetcart liquid supply pump moves. Please confirm the safety check below. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facscanto ivd, part # 337175, serial # (B)(6). Problem statement: customer reported a complaint on a leakage of biohazard from the sit not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 01apr2020 to date 01apr2021. Complaint trend: there are 8 complaints related to a leakage of fluid from the sit. Date range from 01apr2020 to date 01apr2021. Manufacturing device history record (DHR) review: DHR part #337175, serial # (B)(6). The device history record (DHR) of this instrument could not be found. However, file #337175-v07300449-v07300454-900048465-05 contains the production order ¿ goods receipt and object list of several instruments including this one. As the instrument was approved for shipping, per the finished product release procedure (sop5058, rev. 33/ver. M), the instrument must have been tested and confirmed to have met all of the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of biohazard leak not contained within the instrument was due to worn valves. The customer had initially submitted a complaint regarding a leakage from the sit and moving pump. An fse (field service engineer) was brought onsite and found that the leakage was due to worn valves 10 and 11. They then replaced the parts and verified that the instrument was working as expected with no further leakages. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. Proper scheduled cleaning and other maintenance can help in maintaining a functional fluidics system, and instructions can be found in chapter 11 of the bd facscanto flow cytometer instructions for use (#23-14730-03 rev. 1/vers. A). The safety risk is severe, s4, though there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 17mar2006. Defective part number: 336443 - three way pinch valve assembly. Work order notes: subject / reported: liquid drips from the tip of sit, and the wetcart liquid feed pump moves. Problem description: liquid drips from the tip of sit, and the wetcart liquid feed pump moves. Work performed: replace valves 10 and 11. Liquid leakage from the tip of the sit has been resolved, pump operation has stopped, and normal operation has been confirmed. Cause: I confirmed the phenomenon. Valves 10 and 11 are malfunctioning. Solution: replace valves 10 and 11. Liquid leakage from the tip of the sit has been resolved, pump operation has stopped, and normal operation has been confirmed. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part #338942ra, rev. 08/vers. G, bd facscanto product family risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes. No. ID: 3.1.12. Hazard: potential leakage. Cause: potential lack of workmanship during assembly. Harmful effects: potential biohazard exposure. Risk control: qualification and first article inspection. Implementation verification: vp # 11392 protocol. Effectiveness verification: vp # 11392 report. Probability: 1. Severity: 4. Risk index: 4. Residual risk evaluation: afap. New hazards: none. Mitigation(s) sufficient yes. No. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to worn valves. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to worn valves. The fse confirmed that the issue was due to valves 10 and 11, and replaced the parts. After the repair, the instrument was rebooted, tested, and functioning as expected with no further leaks. No one was harmed or injured, and no medical treatment was performed due to the leakage. The safety risk is severe, s4, though there was no impact to customer health or safety.

Event description:
It was reported while using bd facscanto¿ ivd biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: liquid drips from the tip of the sit, and the wetcart liquid supply pump moves. Please confirm the safety check below. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Before waste line. 7. Was the customer/bd personnel physically in contact with the fluid? No.